Manufacturer narrative:
Device evaluated by manufacturer: no, lens implanted. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm ticm125v4 implantable collamer lens, -15.5/+5.5/095 diopter, in the patient's left eye (os) on (B)(6) 2009. The lens had a refractive change overtime and the plan is to explant and exchange the lens. The lens remains implanted.

Manufacturer narrative:
The lens was explanted on (B)(6) 2016. The lens was exchanged for another lens and the problem was resolved. (B)(4).

Manufacturer narrative:
(B)(4). Device discarded by user.